Manufacturer narrative:
The subsidiary inspected the system and reported that it was working well. They sent the system and epgs logs to the MFR for further eval. The log analysis showed the epgs calibration was run multiple times with a failed calibration that caused the gas system to become "knob adjust only"; which ignores changes to fio2 and flow made from the ccm sliders. The sliders on the ccm will reflect changes made using the knobs.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist reported that the sliders for fractionated of inspired oxygen (fio2) and flow on the central control monitor (ccm) did not change for the flow and fio2 modifications. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.